Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 65% to 35% after being connected to a power source. Following the battery drop the customer was having difficulty charging the pump despite the attempt of multiple usb cables and wall adapters. It was confirmed that the charging supplies were able to successfully charge another device. The pump battery then jumped up to 100%. Customer reported blood glucose level was 184(mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received.